Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system generated high vacuum errors and leaked onto tube stoppers in the instrument. The volume of the leak is not known and was contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the leak was caused by a misaligned probe wash collar. The fse aligned the probe wash collar to resolve the leak. The fse also resolved the high vacuum errors, which was unrelated to the leak. Repairs were verified per established procedures. (B)(4).